Manufacturer narrative:
Product complaint # ==> (B)(4). This is a duplicate report of 1818910-2019-106595. 1818910-2019-106913 is being retracted as it is a report duplication. Will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Subject ID: (B)(6). Dots. Clinical adverse event received for flake fracture of medial epicondyle : avulsion. Flake fracture of the medial epicondyle, pt has severe osteoporosis. Event is serious and is considered mild. Event is possibly related to both device and is probably related to procedure. Date of implantation: (B)(6) 2019. Date of event: (B)(6) 2019. (Left knee). Treatment: intraoperative open reduction internal fixation of medial epicondyle fracture. Depuy components: catalog ID: 150640004. Lot: 9016763. Description: attune revision tibial base fixed bearing size 4 cemented. Catalog ID: 150400105. Lot: 8441232. Description: attune c/ret fem lt sz 5 narrow cemented. Catalog ID: 151214050. Lot: j13c29. Description: attune revision cemented stem 14 mm x 50 mm. Catalog ID: 151620510. Lot: c56063. Description: attune cr/fb insert sz 5 10mm. Catalog ID: 151820035. Lot: 9166621. Description: attune medial dome pat 35mm. Catalog ID: 3312040. Lot: 9078414. Description: smart set cmw 1 40g. Catalog ID: 3312040. Lot: 9078414. Description: smart set cmw 1 40g. Catalog ID: 3312040. Lot: 9078414. Description: smart set cmw 1 40g. Competitor cement restrictor implant used at primary.